Event description:
Customer reported the joystick is not working. No patient injury was reported.

Manufacturer narrative:
A ge representative evaluated the system and replaced the mcu pcb and the rui lemo cable. System operates as intended.